Event description:
--

Event description:
--

Event description:
Boston scientific received information that the non-bsc right atrial (ra) lead pacing impedance measurements were greater than 2,000 ohms. Additionally, noise was observed on the atrial and shock channels. The device appropriately delivered therapy for ventricular tachycardia (vt). A device header issue was suspected. The patient with this device system endured coronary disease and a coronary artery bypass grafting procedure. A revision procedure was performed and the device was explanted. No adverse patient effects were reported during the procedure. The device was returned for reliability analysis.

Manufacturer narrative:
This record will be updated once analysis findings have been documented.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was thoroughly inspected and analyzed. The device was then subjected to a series of automated diagnostic tests that verify the performance of the defibrillation, pacing, sensing, high voltage shocking and recording functions of the device. The device performed normally throughout all tests.

Manufacturer narrative:
--